Event description:
It was reported that the wake button requires pressing the wake button multiple times to function. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.